Manufacturer narrative:
Device evaluated by manufacturer: the unit was returned with its original pouch batch. As part of the overall visual revision, the unit returned has distal end kink. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents spring tip kinked and bent. The guidewire overall length and all the outer diameter measurements were taken and were all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00066. It was reported that a guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 014/300/sst platinum plus¿ guide wire was selected for use to cross the lesion. During attempts to pass the wire through the occluded segment, with the support of a non-bsc catheter, the distal 1cm of the wire tip sheared off and lodged into the origin of a collateral vessel. A second 014/300/sst platinum plus¿ guide wire was selected and the same issue occurred. Attempts to cross the occlusion with other wires were unsuccessful. No further patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID# 2134265-2015-00066. It was reported that a guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 014/300/sst platinum plus¿ guide wire was selected for use to cross the lesion. During attempts to pass the wire through the occluded segment, with the support of a non-bsc catheter, the distal 1cm of the wire tip sheared off and lodged into the origin of a collateral vessel. A second 014/300/sst platinum plus¿ guide wire was selected and the same issue occurred. Attempts to cross the occlusion with other wires were unsuccessful. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).